Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2009, plaintiff underwent one or more surgeries to remove essure device.). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (ess205) (batch no. 508837 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included heartburn since (B)(6) . Concomitant products included gabapentin (neurontin) since (B)(6) , ibuprofen since (B)(6) and ranitidine hydrochloride (zantac) since (B)(6) . In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: no sex drive"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / lower stomach pain") and back pain ("back pain"). The patient was treated with surgery (plaintiff underwent surgeries to remove essure device, hysterectomy, salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, loss of libido, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, loss of libido, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 14-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included heartburn since 2012. Concomitant products included gabapentin (neurontin) since 2014, ibuprofen since 2014 and ranitidine hydrochloride (zantac) since 2012. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: no sex drive"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / lower stomach pain") and back pain ("back pain"). The patient was treated with surgery (plantiff underwent surgeries to remove essure device, hysterectomy, salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, loss of libido, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, loss of libido, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: no sex drive; hot flashes, abnormal bleeding (vaginal, menorrhagia),apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss, back pain, did not undergo confirmation test. Concomitant disease, lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("normal tubes except for some mild chronic inflammation") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (ess205) (batch no. 508837 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included oral contraceptive nos, lortab [hydrocodone bitartrate;paracetamol] and macrobid [clarithromycin]. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included heartburn since 2012, grand multiparity, bipolar disorder and smoker. Concomitant products included clonazepam (klonopin), escitalopram oxalate (lexapro), gabapentin (neurontin) since 2014, ibuprofen since 2014, lansoprazole (prevacid), medroxyprogesterone acetate (depoprovera) and ranitidine hydrochloride (zantac) since 2012. On an unknown date, the patient started lortab [hydrocodone bitartrate;paracetamol] at an unspecified dose and frequency. On an unknown date, the patient started macrobid [clarithromycin] at an unspecified dose and frequency. On an unknown date, the patient started oral contraceptive nos at an unspecified dose and frequency. In march 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: no sex drive"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / lower stomach pain") and back pain ("back pain"). The patient was treated with surgery (plantiff underwent surgeries to remove essure device, hysterectomy, salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, loss of libido, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia and back pain outcome was unknown. The reporter provided no causality assessment for salpingitis with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, loss of libido, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: both tubal ostia identified. Essure device placed, pictures taken showing correct placement. (Per mr) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, chronic pelvic pain, menorrhagia, dyspareunia, headaches and following one was described in patient's,medical record- normal tubes except for some mild chronic inflammation. Most recent follow-up information incorporated above includes: on 15-nov-2018: medical record received. New event added from mr- normal tubes except for some mild chronic inflammation. Reporter information added and updated. Medical history, historical drug and concomitant drug were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.